Event description:
Following a diagnostic procedure an angio-seal device was deployed without difficulty in the pt's right leg. No anticoagulation was utilized. A pre-placement angiogram was performed. The pt experienced ventricular fibrillation during the procedure. One week post-deployment the puncture site looked good and pulses were present, however, at two weeks post-deployment, the physician noted slightly decreased pulses. Approx four weeks post-deployment the pt complained of numbness and tingling. Decreased pulses were noted in her procedure leg and a duplex ultrasound was performed. The pt was subsequently taken to surgery where dr removed a clot, along with suture and approximately 1/2 inch of collagen. The anchor was not discernable. The pt was in satisfactory condition following the surgery.